Event description:
In 2008, it was reported to boston scientific corporation that a prolieve thermodilatation system was used during a benign prostatic hyperplasia (bph) procedure one day prior. According to the complainant, during the procedure, there were issues with the unit filling and with the temperature. This caused a delay in the case; however, the case was completed with this device. No patient complications were reported as a result of this event.

Manufacturer narrative:
The device has not been returned; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device, and the cause for this event.